Event description:
It was reported that the error message ¿eeprom¿ was displayed on the system control panel and the pump stopped. The event occurred during treatment. The system control panel was reset and the treatment was continued. No harm to any person has been reported. According to the hl20 service manual the error message "eeprom" indicated that the internal instruction code memory is faulty. The failure caused an unintentional pump stop during treatment. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
Further investigation of the defective dual pressure module are ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2024-10-28. The failure could be reproduced and the dual pressure module was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-11-11 for the period of 2008-04-25 to 2024-10-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2008-04-25. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
It was reported that the error message ¿eeprom¿ was displayed on the system control panel and the pump stopped. The event occurred during treatment. The system control panel was reset and the treatment was continued. No harm to any person has been reported. According to the hl20 service manual the error message "eeprom" indicated that the internal instruction code memory is faulty. The failure caused an unintentional pump stop during treatment. Therefore a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2024-10-28. The failure could be reproduced and the dual pressure module was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failure was assessed by the getinge life cycle engineering on 2024-11-14. The most probable root cause was determined as regular aging of the semiconductor components, since the device is over 16 years old. The review of the non-conformities has been performed on 2024-11-11 for the period of 2008-04-25 to 2024-10-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2008-04-25. Based on the results the reported failure "error message eeprom" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).